Event description:
According to the info received, the graft occluded 15 minutes postoperatively. The pt exhibited erratic EKG rhythms while in the ICU and was returned to the or. At reoperation, one of the grafts was noted to have "shut down". The surgeon thought the pt was "hypercoagulative" and the graft may have kinked. The connector was removed and the graft was redone with hand-sewn sutures. Additional info received from dr. Indicated their practice has had a total of six occluded connectors in an unspecified number of pts. No additional info was received.